Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus, during a therapeutic procedure, the videoscope had a noisy image, and the screen could not be seen. Subsequently, the device was replaced and procedure completed with a few minutes of delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and confirmed the reported noise and errors (e216, .b30 (scope communication errors). Based on the results of the investigation, it is probable that due to an abnormality or damage to the image sensor unit, internal circuit board of the connector, or electrical contacts. The cause of the abnormality or damage could be stress from use, external factors, or handling. The root cause of the reported event is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) section: the inspection method for the suggested event 1,2,3,4 is described as follows in the operation manual for ltf-s190-5/10 chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.